Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting assistance as she was transitioning to a new mobi pump, therefore no additional information was obtained.